Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with most recent approval. Manufacturer's investigation conclusion: incidental findings: damaged housing. The reported event of power module not powering a system monitor was confirmed. Visual inspection of the power module, serial number (B)(4), revealed a bent pin on the internal monitor cable assembly which was replaced. The bent cable pin was straightened. The cable was connected to a test power module and was able to power the system monitor without any issue. The power module underwent functional checkout and passed all tests without any issue. A root cause of the reported event was determined to be the bent pin from internal monitor cable assembly; however, the root cause of the bent pin was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(4) was shipped to the customer on 28apr2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The power module instructions for use (IFU) instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled ¿setting up the power module (pm) prior to use¿ informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module would not power up a system monitor. The system monitor was connected to a different power module and they worked fine. The power module was sent in for repair. Upon investigation of the returned device, a damaged pin on the monitor cable was observed.